Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the data indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and that the criteria for the right ventricular lead integrity alert were met. There were two nst (non-sustained tachycardia) episodes of less than 220 ms v-v cycles are recorded between (B)(6) 2013. There were 480 v-sic occur since (B)(6) 2013. And lia (lead integrity alert) triggered on (B)(6) 2013 due to meeting the conditions for nst and v-sic.

Event description:
Follow-up was conducted and from the information obtained it was reported that the sensing parameters were adjusted and the lead int egrity alert was turned off. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead had episodes of nonphysiologic sensing and had triggered the lead integrity alert. It was noted that one of the nonphysiologic episodes appeared to be emi (electromagnetic interference). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 556853 implantable pacing lead, implanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.